Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl, loss of consciousness, and a fall resulting in a "shattered" shoulder and a fractured "bone under their kneecap"; cause was not known. Customer went to the emergency room and was subsequently admitted to the intensive care unit; treatment provided was not known. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.